Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Batch review was conducted for potentially associated lot numbers gd893172 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapies were ongoing. The patient recovered from the event of peritonitis. Additional information was requested but is not available. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).